Event description:
Sorin group received a report that during setup for a case, the s5 roller pump displayed a fault motor control error message and stopped. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup for a case, the s5 roller pump displayed a fault motor control error message and stopped. The clinician powered down the s5 system and roller pump, loosened the occlusion, and restarted the system. The issue was not resolved. The breaker of the roller pump was then reset, which cleared the error message and resumed pump functionality. No further issues were observed. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.